Event description:
The connection of the arterial outlet of an oxygenator became detached during a test run prior to connecting to the pt. They used a second oxygenator where the connection broke after finishing the treatment. Since the connector broke after the treatment of the pt was completed, there was no pt involvement at the time of the break. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal MFR of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. An investigation is in-process. A supplemental medwatch will be provided if new info becomes available.